Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073885.

Event description:
It was reported that the patient developed an infection at the pocket site. Symptoms of redness and puss at the ipg site were noted. Infection was not device or procedure related and the caused was unknown. No device malfunction was suspected. Antibiotics were prescribed. The ipg and lead were explanted and discarded.